Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report three of three for the same event; see also 0002184052-2016-00148 and 00149 that was previously submitted.

Event description:
The sales associate reported that the screw was implanted, followed by the rod and locking nut, as per the surgical technique. Once the final tightening of the locking nuts commenced, all locked with the exception of one. The minimal invasive tower was removed and the locking nut was engaged within the screw. With difficulty it was removed and replaced with a new screw and nut, which engaged. Upon closer inspection, the nut and the screw were stripped.

Manufacturer narrative:
The returned sleeve was examined. There were indications of use (scratches), but there was no major material deformation or damage. The screw was found to wiggle slightly when the sleeve was functionally tested with mating parts. However, the sleeve was operational and did retain the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.